Event description:
Boston scientific received information this right ventricular (rv) lead was exhibiting loss of capture and varying threshold measurements one day post implant. It was revealed that the lead had dislodged. The device output was increased to obtain capture until a revision procedure could be performed. No adverse patient effects were reported.

Manufacturer narrative:
The lead was successfully repositioned and no other adverse events have been reported. This product issue will be updated if additional information is received.